Event description:
Provider alleges the chair was stuck in the recline position and the consumer allegedly called emt's to get him out of the chair.

Manufacturer narrative:
Only the hand control and control box were returned. The hand control had intermittent power due to broken strain relief. Customer abuse is likely as the hand control cord appeared hyper-flexed.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the chair was stuck in the recline position and the consumer allegedly called emt's to get him out of the chair.